Event description:
The user facility reported that following two separate shoulder arthroscopy procedures there were post-op infections reported to have originated from the cannula insertion sites. The user facility stated both pts were treated with antibiotics and have recovered. The user facility also indicated that the pts did not require any add'l intervention.